Event description:
It was reported by the dr's office that a pt was burned on the lip with a te-200 electric handpiece. The doctor said that the head of the handpiece got hot which resulted in the pt's lip being burned. No medical attention was required per the dr's office.